Event description:
The 67-year-old male with recent mi leading to massive mitral regurgitation and respiratory failure, for urgent mitral valve replacement. MFR's prosthesis was chosen and removed from packaging. Valve placed in pt and sutures were passed through the sewing ring and the prosthesis then lowered into position. When the holding system was removed, it was noticed that the valve was a trileaflet (aortic) valve. The packaging was again checked and indicated a mitral valve. The incorrectly-marked valve was removed and another MFR's prosthesis was used, as no other mitral valve from MFR was available. Surgery was successfully completed with no sequalae to pt. Packaging with incorrect valve was returned to the MFR. Slides were taken and are maintained at the hosp.